Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. You should only use the syringes and needle tips that come with your t:slim x2 cartridges.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Reportedly, customer was not using the correct needles and syringes. The cartridge was reloaded to resolve the issue. Customer¿s blood glucose level was 350 mg/dl.